Event description:
While reaming the acetabulum of a patient with a 45mm reamer, the physician attempted to implant a 46mm shell and noted the 46mm shell was not stable. The physician had to increase the shell size to 48mm to achieve stability. After the procedure was completed customer noted the reamer shaft was bent, which could have caused the reaming of the acetabulum to be in an oblong fashion. There was a 45 minute delay in surgery as a result of the reported event. Procedure was completed successfully with another device. No other adverse events reported due to the malfunction.

Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to (B)(4) medical for evaluation. Once (B)(4) medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information provided by zimmer.